Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4), showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit shuts down as soon as the ac power is removed. It will not run on battery.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit shuts down as soon as the ac power is removed. It will not run on battery was confirmed. The internal battery is @ 0% life. This confirms the reported problem. Reported issue root cause: the root cause of the reported problem is a depleted internal battery. The device was serviced, tested, and returned to the customer. A history review of serial number dycpq506 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit shuts down as soon as the ac power is removed. It will not run on battery.